Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), when the gripper line was lowered and raised, both gripper arms moved significantly, even though the gripper line was locked. The decision was made to not use the clip. A new cds was used. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis as the device performed as intended during device evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.